Event description:
Reportedly, this valve was explanted after three months implant duration due to perivalvular leakage, dyspena and 2+ regurgitation. Another same model valve was implanted in its place without issues.